Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Further inspection of the returned unit noted a no other anomalies. The unit was equipped with a new type switch and up to date software. The exact cause of the faulty scope socket cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. The unit was found to have a faulty scope socket that would not properly hold the scope connector. The customer did not report any device issue or patient injury.